Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. Blood glucose reading was 500 mg/dl at time of hospitalization. Customer current blood glucose level was 449 mg/dl. Customer did not report any symptoms related to high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at time of event. No further patient complication were reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.